Manufacturer narrative:
It was reported that the brakes are not working on their rollator, "the wheel locks are loose." No medical intervention, serious injury, or follow-up care has been reported.

Event description:
It was reported that the brakes are not working on their rollator.